Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck on the guidewire. The 90% stenosed lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). The first pass with the 1.25mm rotalink plus unit was completed and the burr catheter was and the 325cm floppy rotawire guide wire wer removed from the patient together as a unit. Once both the rotawire guide wire and the burr were removed from the body, they were unable to be separated. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good. However, the returned device analysis revealed that the rotawire guide wire was fractured at the distal end.

Manufacturer narrative:
Device evaluated by manufacturer: device presents several kinks along the wire and spring tip is stretched. Visual inspection found that the distal core wire was fractured 329.5cm from the poximal end. The spring tip was elongated and there were several kinks along the wire. The sem results found that the failure on the distal side occurred due to a cyclic bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).